Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient came in for right heart cath and was subsequently found to be in right heart failure. Treatment was started and the patient was discharged home and currently remains on milrinone.

Manufacturer narrative:
The pump remains implanted and therefore is not available for analysis. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Right heart failure is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses guidelines for optimal patient management. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The lvad pump ((B)(4)) remains implanted and therefore was not returned for analysis. Based on the available information there is no indication of any device deficiency related to the reported right heart failure. Right heart failure related to lvad implantation typically develops within the first twenty-four (24) hours after implantation. The etiology of late right heart failure (weeks to months) may be a progression on chronic heart disease and comorbidities. A definitive root cause cannot be determined; however, patient and clinical factors may have contributed.